Manufacturer narrative:
The catheter tip was observed to be jagged. It was unlikely that the catheter was cut by sharp object like cutter; it was also unlikely that the catheter was pulled to break after cannula pierced thru catheter. Non-conformance could have occurred out of the mfg facility, to continue monitor the trend.

Event description:
The reporter stated that the blood reflux was found while connecting IV set to catheter on (B)(6) and the nurse in charge removed the catheter. The nurse found that catheter tube was cut and half of catheter tube remained on the product when removing the catheter. The catheter piece was removed from the patient's body by incising the catheter insertion point on that date. The patient extended the hospitalization period for treatment and has been discharged one week later and has so far has not experienced any side effects.